Event description:
Boston scientific received information that patient with this right ventricular lead presented to the clinic for follow up where noise was discovered on the lead. The noise had been oversensed and lead to pacing inhibition with 2.5 seconds of asystole for the patient. The patient did not report having any symptoms. The ventricular sensitivity was adjusted. The noise was unable to be reproduced with isometrics or valsalva. The patient was subsequently seen for defibrillation threshold (dft) testing. Dft testing was successfully performed at 1.5 millivolts. At that time, noise was able to be recreated when the patient coughed. The lead remains in service and will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.